Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 300 mg/dl was treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-332a, mmt-1780kl. Troubleshooting was declined by the customer. Customer alleged that, it seems pump was giving an incorrect of dosages when bolused for meals. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1780kl was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists six (6) boluses on the event date, 3/7/2025, listed below: 03/07/2025 02:27:04.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.7 bolusamountdelivered = 2.7. 03/07/2025 08:35:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.1 bolusamountdelivered = 4.1. 03/07/2025 12:26:26.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.2 bolusamountdelivered = 5.2. 03/07/2025 17:13:46.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.1 bolusamountdelivered = 9.1. 03/07/2025 20:54:57.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5. 03/07/2025 23:09:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.9 bolusamountdelivered = 2.9. Please see below for the daily total of all insulin delivered on the event date, 3/7/2025: 03/08/2025 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 03/07/2025 00:00:00.000. Dailytotalofallinsulindelivered = 40.225. Dailytotalofbasalinsulindelivered = 15.725. Dailytotalofbolusinsulindelivered = 24.5. There were no auto suspend events on the event date, (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.